Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the patient developed (B)(4) skin pocket infection and exhibited purulent drainage from the incision site. The patient was placed for antibiotics post pocket revision. No additional adverse patient effects were reported.